Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
(B)(6) study report. (B)(6). It was reported that on (B)(6) 2016, a percutaneous intervention was performed treating three lesions. A 3.5x18mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the proximal left anterior descending (lad), mildly calcified lesion. A non-abbott bare metal stent and a vision stent were implanted in the distal left circumflex and the mid lad coronary artery lesions. On (B)(6) 2017, the patient died due to an acute myocardial infarction. Reportedly, additional details are not available. Per physician, the death was unknown if related to the device. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.